Event description:
It was reported that the pt was having a return of symptoms such as increased spasticity. The pt had also been experiencing increased seizure activity over the past week. Airway mgmt was becoming more difficult due to the pt's increased tone. An alarm was heard by a parent but was not confirmed by telemetry. An alarm test was performed and the pump alarm was not audible. The pt was to be admitted to the hosp for observation and airway mgmt. The lioreasal 2000 mcg/ml was increased by 15% to 1266.5 mcg and a bolus over 5 minutes was programmed. Add'l info has been requested from the hcp, but was not available as of the date of this report.